Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the returned portion of the silicone jacket had a tear adjacent to the controller connector, as well as approximately 2.5¿¿, 4¿¿, 6¿¿, 7¿¿, 8¿¿, and 9¿¿ from the controller connector. The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms; however, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. The account submitted four x-ray images for review, which captured internal and external portions of the patient¿s driveline. A kink was observed in the driveline approximately several inches from the pump. The images appeared otherwise unremarkable. The submitted log file captured intermittent low speed advisories throughout the log file while the patient was connected to the power module. No other atypical events or alarms were captured. Based on complaint history and similarly reported events, the low speed events in the log file appear consistent with a compromised wire within the patient¿s driveline; however, a specific cause for the events cannot be determined through the evaluation of the returned driveline. A driveline repair was completed by tech service representatives, approximately 3" from the exit site, on 05aug2021. The patient was placed on a grounded patient cable after the repair with no issue. The removed perc lead was returned for analysis. The vad coordinator requested an unshielded patient cable for the patient. Approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. The pins of the metal connector appeared unremarkable. The returned portion of the silicone jacket had a tear adjacent to the controller connector, as well as approximately 2.5¿¿, 4¿¿, 6¿¿, 7¿¿, 8¿¿, and 9¿¿ from the controller connector. The bionate cover appeared unremarkable. Fraying and breakdown in the metal braided shield was observed along the length of the driveline. More severe breakdown was observed throughout the first 6¿¿ from the controller connector, and the metal braided shield appeared to be absent in this area. No signs of debris, corrosion, or obvious damage to the underlying wires were observed at or around the repair site. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Additional information was communicated that the patient is currently on an ungrounded cable and will be monitored for a recurrent issue. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm ii lvas IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the clinic with "random alarming." The patient reported they were on wall power at the time of the alarms. Upon interrogation it was found there were low speed advisories on (B)(6) 2021. The patient was asymptomatic and driveline x-ray images showed internal and external areas that may be stressed. On (B)(6) 2021 patient's driveline was evaluated and repaired. Repair performed ~3" inches from the exit site. Percutaneous lead replacement performed and post repair patient tethered on grounded patient cable without issue. It was reported that the patient experienced red heart alarms while tethered on grounded patient cable at approximately 7:00pm on (B)(6) 2021. Patient was switched to batteries without issue. Unshielded patient cables ordered for patient.